Event description:
The user reported the device alarmed "upstream occlusion" as intended when the device was in use. Biomed determined that the unit did not activate/engage the slider on the IV tubing when the latch was closed. There was no reported patient consequence.